Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the device was simply removed from the patient's body and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 2.00mm x 12mm emerge¿ balloon catheter was advanced for dilation. However, during the inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.